Event description:
It was reported that during follow-up in clinic, device could not be interrogated. Patient was not enrolled in remote monitoring, so there is no record of battery status alerts. In (B)(6) 2017, device had estimated longevity of 9 years. Device was explanted and replaced due to premature battery depletion. Patient¿s condition was stable throughout.

Manufacturer narrative:
Communication failure and premature battery depletion were confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.